Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1995. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The liner was removed and another liner was attempted for implantation into the existing cup; however, the surgeon could not engage the liner with the cup. Another liner was available for use to complete the revision procedure.